Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, continuity testing and defib cycle testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertifed and returned to the customer. Four sets of electrode pads and the multifucntion cable (mfc) used during the event were returned for evaluation; two sets of the electrodes were found to have severed wires. According to information from the customer, two pads were applied to the patient's chest and two pads were applied to the patient's back. It is possible that due to the positioning of the electrode pads used, that it was not possible to get a clear ECG signal or give accurate therapy to the patient. The r series operator's guide instructs users to place one front (apex) pad on the right anterior chest and to place one back (posterior) pad in the standard posterior position on patient's left. The electrodes were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.